Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. The voluntary user medwatch number is mw5060791.

Event description:
It was reported to boston scientific corporation that the patient was implanted with an obtryx system on (B)(6) 2011. According to the complainant, post-procedure, the patient experienced "serious problems with urinating and bleeding" the patient went to a urologist per the advice of her gynecologist. The urologist performed an unspecified surgery" due to the problem with the mesh implanted wrong." The patient reports she has "pain and problems" caused by the mesh. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that the patient was implanted with an obtryx system on (B)(6) 2011. According to the complainant, post-procedure, the patient experienced ¿serious problems with urinating and bleeding¿. The patient went to a urologist per the advice of her gynecologist. The urologist performed an unspecified surgery ¿due to the problem with the mesh implanted wrong.¿ the patient reports she has ¿pain and problems¿ caused by the mesh. Additional information received on march 9, 2017: it was reported to boston scientific corporation that the patient was implanted with an obtryx system on (B)(6) 2011. Additional concomitant medical products: walker, cane, losartan and hctz.